Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy due to noise. Review of the egms showed non- physiologic noise. During the surgical procedure. It was found that the setscrew was tight. However, the atrial lead showed high pacing impedance on the device, and on the psa, it showed normal value. The physician thought the device was having a connection issue; hence, the device was explanted. The associated rv lead was capped.